Manufacturer narrative:
Follow-up #1: date of submission 08/05/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/15/2016 with the following findings: review of the black box data revealed multiple occlusions with high force alarms recorded. No other errors, alarms or warnings appeared in the histories. On investigation, rewind, load and prime steps were successfully performed without alarm. The force sensor unit was evaluated and determined to be within the required specifications. The pump was exercised for 24 hours without duplication of the alleged issue. Unrelated to the original complaint, the display was noted to be dim/faded/discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported becausethe issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.